Event description:
As reported, the packaging for a 5f100cm sidewinder simmons 1 (sim1) tempo diagnostic catheter was found damaged upon opening. An image was provided which displays a torn inner package. Another 5f100cm sim1 tempo diagnostic catheter was used as a replacement. There were no reported injuries to the patient. The device was stored and opened according to the instructions for use (IFU). No damage was found on the device itself. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the packaging for a 5f100cm sidewinder simmons 1 (sim1) tempo diagnostic catheter was found damaged upon opening. An image was provided which displays a torn inner package. Another 5f100cm sim1 tempo diagnostic catheter was used as a replacement. There were no reported injuries to the patient. The device was stored and opened according to the instructions for use (IFU). No damage was found to the device itself. One image was sent for review, and it shows the catheter mounted on cardboard inside the pouch, with the pouch showing a torn condition. No other details were observable in the image provided. Based on the available photograph, there is insufficient information to determine whether a manufacturing-related issue is present. The cath tempo 5f sim 1 100cm device involved in the reported complaint was subsequently returned for investigation. Visual inspection identified that the pouch bag in which the unit was received exhibited a tear rupture. The received unit was contained within this torn pouch at the time of evaluation. The product analysis did not find evidence to suggest that the observed condition was related to the manufacturing or design process. The reported ¿packaging/pouch/box ¿ frayed/split/torn ¿ inner package¿ was found during the product evaluation. The exact cause of the reported event cannot be found, and handling factors cannot be excluded as a potential contributing factor. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿do not use if package is open or damaged.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.